Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient first experienced pain in his arm on (B)(6) 2024. The patient reported that the site was red and swollen. The patient visited hcp on (B)(6) 2024, who found that the site was inflamed and there was presence of pus. The hcp removed the pus and received antibiotics (augmention). The hcp also decided to remove the sensor to alleviate the symptoms.

Event description:
On june 6, 2024, senseonics was made aware of an incident where the patient developed infection at insertion site. The sensor was inserted on (B)(6) 2024 and the patient first experienced pain in his arm on (B)(6) 2024. The patient reported that the site was red and swollen. The patient visited hcp on (B)(6) 2024, who confirmed the infection and found the presence of pus. The hcp prescribed antibiotics at that time, but also decided to remove the sensor.